Manufacturer narrative:
(B)(4) date sent: 07/25/2025 d4: batch #unk. Additional information was requested, and the following was obtained: did the damage occur right out of the packaging, during loading/unloading, or in the operative field? After fire was the plastic portion of the cartridge damaged? Unknown was the metal cartridge pan separated from the plastic portion of the cartridge? Unknown. Did any piece break off of the device? No did it fall into the patient? No did retrieval alter the procedure in any way? No attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the device lot e24120034, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the cartridge was fractured. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 08/18/2025. D4: batch #244d89. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one cecr60w reload was received partially fired 1/16. In addition, the returned reload was noted to be bent. No functional test could be performed due to the condition of the reload. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. It is also possible that handling by the customer could causing the reload to be bent. As part of ethicon suzhou¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 244d89, and no non-conformances related to the reported complaint condition were identified.